Event description:
It was reported that a patient was being moved from a bed onto the recliner via a ceiling lift. The recliner at the time was in the reclined position. From the user facility's internal investigation, it is believed that the patient was placed too far towards the head end of the recliner. This caused the recliner to lean backwards when patient weight was applied. The recliner did not tip, but the nurse on duty alleged that they had to push the recliner forward to avoid it from falling back. The nurse pushing forward allegedly caused the recliner to snap forward which caused the patient to complain that they were at "a 20 out of 10" in terms of pain. However, it was not reported if an injury was alleged or if any medical intervention was required.